Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the bolus screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level ranged from 130 mg/dl to 134 mg/dl.